Event description:
In 2004, date of initial placement of bilateral christiansen fossae to bilateral tmj (institution unnamed). Pt with pre-existing significant degenerative joint disease in bilateral tmj. Mild improvement noted, however, bilateral tmj pain remained constant and gradually worsening over 2004 - 2006. In 2007, pt involved in mvc, multiple injuries. Exacerbation of b tmj noted at this time. Imaging in 09/2007 reveals potential loose screws in r tmj prosthesis and poor adaptation to the tmj fossae. In early 2008, pt taken to or to exploration, and removal of bilateral tmj christiansen fossae (institution unnamed). Screws retaining bilateral prosthesis noted to be loose. Bilateral prosthesis noted to be mobile, and were thus removed. Pt noted to have dramatic decrease in pain post-operatively.